Event description:
A surgeon reported three patients requiring exchanges of the same model intraocular lens (iol). Two are bilateral, one is unilateral. This patient had bilateral intraocular lens implant surgery and is happy with her outcome. Additional information has been requested. There are five manufacturer's device reports associated with these events.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 03/13/2008, 03/14/2008 and 04/04/2008 by phone, fax, mail and email. A completed questionnaire has not been received.